Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a patient experienced complete heart block after post implant of a transcatheter bioprosthetic valve. There was intermittent failure of the temporary pacing wire leading to short periods of asystole. The temporary pacing wire was repositioned. Subsequently a permanent pacemaker was implanted with no adverse patient effects reported. There was no patient injury. The voluntary incident report did not include customer contact information patient information or product information related to the reported event.